Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. System check was performed with tandem technical support and no issues were identified. No issues were found during system check. Customers blood glucose was 200-315 mg/dl.